Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an abdominal aortic aneurysm (aaa) using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, a pod pc was introduced to the target vessel and prematurely detached. However, the pod pc was implanted successfully. No additional coils were needed and the procedure was successfully completed. There was no report of an adverse effect to the patient.